Event description:
The pt reported, erratic blood glucose readings from 58 - 337 mg/dl beginning in 2007, after he changed his insulin infusion set and insulin cartridge. He stated his only symptom is thirst. To troubleshoot, the pt was instructed to disconnect from his infusion device and run a prime. The pt saw insulin emerge after 15 units. He stated his eyesight is not very good, so he could not be certain there wasn't any air in the tubing. He said, he has not changed his adapter since july. The pt was advised to change it more frequently and a replacement adapter was sent. On follow up eight days later, the pt stated he is still experiencing erratic blood glucose readings ranging from 59-376 mg/dl with his normal range being 75-125 mg/dl. He stated, he believes his elevated blood glucose today was due to air in his tubing. He stated, he has spoken with his healthcare professional but they did not adjust his basal rates, so he has done so on his own. Troubleshooting did not find any product issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.